Event description:
It was reported that during an atrial flutter (afl) procedure, after 10-25 seconds of ablation all ecgs were lost on both carto 3 system and recording system. Ablation was stopped and error 8 appeared on carto 3 system. Prior to calling the bwi representative rebooted the piu twice, the 2nd time without catheters connected. They exchanged map cables and the ECG's were lost on the following ablation after 5 seconds. Ablation was stopped before error 8 could return. No reprocessed catheters were in use. The customer was advised to exchange the bs cable to piu. They only had the trunk cable available and they exchanged that. The following ablation was successful, no ECG loss or errors appeared. The case continued successfully. No replacement of ECG cable was requested at that time. After follow up with the customer to obtain detailed information regarding the event it was confirmed that the signal loss occurred on all channels (bs and ic) on both carto and the recording system at the same time. The signal loss happened during ablation when the ablator was close to the ismus catheter at electrodes 9-10 within the cs, near the cs os. Specifically, it seemed that the disturbance (loss of signals) only occurred when the ablator was in ablation mode and within a millimeter of said ismus catheter and electrodes. The case was completed without patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure, after 10-25 seconds of ablation all ecgs were lost on both carto 3 system and recording system. Ablation was stopped and error 8 appeared on carto 3 system. The customer was advised to exchange the bs cable to piu. The case continued successfully. No replacement of ECG cable was requested at that time. The case was completed without patient consequences. As was initially mentioned in the event, the customer was advised to exchange the bs cable. They only had the trunk cable available and they installed it. The following ablation was successful. No ECG loss or errors appeared and the case continued successfully. The root cause of the issue was a defective bs ECG trunk cable. The DHR associated with carto 3 # 13103 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.